Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent sling implantation to treat stress urinary incontinence and pelvic organ prolapse. Due to mesh protrusion through the vagina, the patient underwent partial excision of mesh on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy, cystoscopy and suprapubic catheter placement. It was reported that the patient underwent revision of prior anterior colporrhaphy repair on (B)(6) by dr. (B)(6). It was also reported that the patient underwent mesh excision on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy, cystoscopy and suprapubic catheter placement. It was reported that the patient underwent revision of prior anterior colporrhaphy repair on (B)(6) 2005 by dr. (B)(6). It was also reported that the patient underwent mesh excision on (B)(6) 2011 by dr. (B)(6).